Event description:
Got put on stronger insulin by doctor within the last month. This morning when he tested his sugar level; tested 92 and he got sick. He has been using his sister's meter (freestyle neo) and comparing the two meters - his sister's meter read 72. Another day his meter read 80 - his sister's meter read 60. Followed up with (B)(6). He's going to talk with his doctor about his new insulin. His blood sugar is lower than usual, but the mm meter is giving higher readings making him think his blood sugar is okay. He was believing the readings and when he went to do things he began to fall ill due to the incorrect readings given by the mm meter. He was misled and had no business doing things if his blood sugar was so low.